Event description:
Pt reported the lancet does not retract into the softclix lancet device. The pt reported an accidental finger stick with a previously used lancet, but no treatment was rec'd. Technical support requested the return of the suspect product and replacement product was shipped.